Event description:
It was reported that a user experienced fluctuating blood glucose after double announcing a dinner, resulting in a brief low to 65 mg/dl followed by elevated glucose for several hours before stabilization; the user perceived the ilet to be insufficiently aggressive and requested additional training, which was provided. Symptoms included hypoglycemia. Outcomes included transient hyperglycemia with no alarms and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education on correct meal announcement and therapy expectations. Investigation of this case revealed user-induced dosing variability due to duplicate meal entries, consistent with use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement behavior.

Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.